Manufacturer narrative:
H4: the lot was manufactured between may 29, 2019 and may 30, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.